Event description:
On (B)(6) 2010, an intepro y mesh was implanted during a laparoscopic colpopexy procedure. It was reported that the patient subsequently developed vaginal bleeding. On (B)(6) 2011, a vaginal intervention took place. A large piece of polypropylene mesh which had "eroded" through the vaginal apex was removed.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.